Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. The keypad and labels were intact. There was no conclusive evidence in the event history log to support the customer reported product problem (no disposable attached alarm). The alarm was not replicated during testing. The unit was tested by operating the attach/detach cycle several times. The functioned as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The ds sensor was replaced as a preventative measure and standard periodic maintenance was performed.

Manufacturer narrative:
Other, other text: the event date was provided via email.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 pump alarms "no disposable clamp tubing" though tubing and cassette are secured. No patient adverse events reported.